Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the access site bleeding issue has been completed. The investigation determined the cause of the bleeding was patient condition related, resulting in an arterial bleed around the guidewire repositioning unit sheath or an arteriotomy hematoma. The patient anatomy included a large abdominal pannus resulting in the repositioning unit being unable to reach the vessel. Best practices were followed, and no use-related issue was reported. The root cause conclusion indicated the patient anatomy resulted in the failure. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output . Use of the repositioning sheath and peel-away introducer. As noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). As noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported a very large hematoma formed and was unable to be controlled with manual pressure or a c-clamp resulting in the patient being taken back to the cardiac catheterization laboratory. The impella was removed, as the physician reported the original sheath was too short and attributed to the bleeding and hematoma. Vascular was consulted and reported the hematoma was under control and no extravasation was seen on the angiogram and there was good flow to the right lower extremity. Reportedly upon removal of the impella an intra-aortic balloon pump was placed.